Event description:
The customer reported failed calibration with high coefficient of variations (cvs) involving unicel dxi 800 access immunoassay system. There was no pt impact. The field service engineer (fse) was dispatched to assess the unit.

Manufacturer narrative:
The field service engineer (fse) serviced the unit at the facility on 06/26/2011 and discovered dried wash buffer residue in the wash station area and in the trough and cleaned the area. The fse inspected the peri-tubing and discovered the tubing was flat and showed signs of early wear. The tubing had been replaced on (B)(6) 2008 during preventive maintenance care (pmc). The fse replaced the tubing, the peristaltic pump head and successfully completed the test. The unit confirmed to the MFR's specifications. This reportable event was identified during a retrospective review of prod complaints conducted from january 01, 2008 through october 23, 2010 for add¿l reportable events.